Event description:
A (B)(6) male pt contacted zoll customer support to report an unrelated complaint. Servicing of the pt's monitor (B)(4) revealed a reportable event. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. Upon eval the monitor was overheating. The cause for the monitor overheating was a defective u1005. The defective u1005 caused erroneous signals to be sent to the converter, thus causing the converter to cycle on and off inappropriately. The cause for the defective u1005 cannot be positively determined but was likely a random component failure. No adverse event resulted from the defective component. The pt received a replacement monitor.